Manufacturer narrative:
Pre-implantation cta images dated on (B)(6) 2018 and post-implantation cta images dated on (B)(6) 2019, were provided to gore for evaluation. The evaluation showed the following: the pre-implantation cta images appear to show an 88 degree angulation in the abdominal aorta. The post-implantation cta images appear to show an 84.2 degree angulation in the abdominal aorta. There appears to be compression of the ipsilateral limb beginning at a level just distal to the excluder® flow divider. This level appears to be at the inflexion point (inner curve) of the angulated abdominal aorta. Images distal to the aortic curve, appear to show flow in both device limbs.

Manufacturer narrative:
Event: updated. Updated device, method and conclusion code. Code 24: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients who have a proximal aortic neck angulation = 60°.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa and a gore® excluder® iliac branch endoprostheses. On (B)(6) 2019, a stenosis in the ipsilateral limb of the trunk-ipsilateral leg endoprosthesis on the patients left was identified during follow-up imaging. It was stated that severe angulation in the infrarenal aorta at the level of the flowdivider contributed to the stenosis of the limb. Additionally it was reported that the device was not occluded and that the patient did not mention any issues or pain. On (B)(6) 2019, a balloon expandable stent (bard lifestream®) was implanted to solve the stenosis. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Additional consideration for patient selection include but are not limited to patient´s anatomical suitability for endovascular repair.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprostheses. On (B)(6) 2019 during a computed tomography angiography a stenosis of the ipsilateral limb of a rlt 261412 was found. It was reported that there was no occlusion of this limb and the patient did not notice anything. On (B)(6) 2019 a balloon expandable stent (bard lifestream 12 mm x 38 mm) was placed to solve the stenosis and the patient tolerated the procedure. It concerns a rlt261412 18612467, placed on the left side in combination with an ibe on the left side. There was a severe angulation in the infrarenal aorta which contributed to the stenosis of the limb. It was at the level of the flow divider.